Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used but good condition. A review of the event history log (ehl) evidenced the following: (B)(6). The customer reported product problem (error code 41541) was confirmed through the ehl. Error code 41541 indicates a problem with the latch lock flex sensor. The error was not reproduced during functional testing however. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The latch lock flex sensor was replaced to correct for the reported product problem.

Event description:
It was reported that the cadd solis vip pump exhibited error code 41541. No patient injury or complications were reported in relation to this event.